Manufacturer narrative:
The events of no low voltage output and no telemetry were confirmed. The device was above the elective replacement indicator (eri) level upon receipt and was unable to establish communication or provide output. X-ray evaluation and measurements of the passive components did not reveal any abnormalities. Further testing was performed after the device was cut open and the hybrid circuitry was isolated. The results indicated an anomaly consistent with an integrated circuit (ic) issue. Longevity assessment was performed, and device was in the normal range of operation with appropriate remaining longevity.

Event description:
Immediately after the device was implanted, loss of pacing, loss of rf telemetry, and loss of inductive telemetry was observed. The device was explanted and replaced. The patient was stable and there were no adverse consequences.